Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that radiolucency at the bone cement interface of the tibial component consistent with loosening and lateral compartment narrowing suggesting polyethylene wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2019-04665.

Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2019-04665.

Event description:
From additional information received, it was reported that the patient was revised due to instability.

Manufacturer narrative:
Concomitant medical products: size 1 stemmed tibia catalog # unknown lot # unknown, 17mm lps poly catalog # unknown lot # unknown.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component catalog # unknown lot # unknown, unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-03947, 0001825034-2019-03948. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for revision due to unknown reason. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.